Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer experienced low blood glucose. The customer¿s blood glucose level was 2 mmol/l. Other blood glucose value mentioned was 10.1 mmol/l. The customer was using the insulin pump when low blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was reported that the insulin pump was not on auto mode at the time of incident. Insulin pump was not over delivering. The insulin pump will not be returned for analysis.